Manufacturer narrative:
The field service engineer checked the subject device and found that the image was not coming in any port. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the customer checked and found that image in monitor was not coming. There was no report of patient injury associated with the event.